Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Reportedly, the user did not remove the gripper line before removing the clip delivery system. It should be noted that the mitraclip instructions for use (IFU) states ¿grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. Pull the gripper line coaxial to the gripper lever. If resistance is noted, stop and pull on the other free end to remove the gripper line. Maintain at least 1 cm separation between the dc tip and the clip while slowly removing the gripper line¿. Based on available information, the reported single leaflet device attachment (slda) appears to be due to user error. The foreign body in patient is a result of the reported improper or incorrect procedure or method. Additionally, the reported patient effect of foreign body in patient is listed in the IFU as a known possible complication associated with mitraclip procedures. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line left in the anatomy and the single leaflet device attachment / slda. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. Two clips were implanted. The third clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. However, the physician removed the cds before removing the gripper line. During the attempt to remove the gripper line without the cds, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). The gripper line was left in the patient. A fourth clip was used to stabilize the slda. Four clips implanted, reducing mr to 2+. The patient was discharged. No additional information was provided.